Event description:
It was reported that when the patient presented in clinic for routine follow-up, crosstalk was observed in the ventricular channel. Device was reprogrammed and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.